Event description:
Breakage of bone plate four and a half month after implantation. After a traffic accident the pt received a loqteq. Broad plate 4.5 14 holes for a comminuted fracture, on (B)(6) 2013. After two month on (B)(6) 2014 first review with x-ray. Start with partial-weightbearing. On (B)(6) 2014 the breakage of the plate was discovered.

Manufacturer narrative:
The indication shown on the x-rays is a clear indication for an intramedullary nail and not for a bone plate. You could see no bone healing on the pictures made two an four month after surgery. The common result is a failure of the plate as you could see on the x-rays. This failure is not related to problem of the implant. It is related to the missing bone healing. Bone plates are developed to support the bone healing. If no bone healing occurs the plate usually will break. The duty of the surgeon is to react before the breakage occurs in case of missing bone healing and to look for a better solution then the bone plate.